Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 500 mg/dl. Customer treated their blood glucose with manual injections. The customer's current blood glucose was 118 mg/dl. Troubleshooting did not find any air bubbles or leaks present on the insulin pump. It was also found the customer did not have a bent cannula in the past. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.